Event description:
It was reported before use of the bd plastipak syringe there was foreign matter on the needle. There was no report of injury or further medical intervention.

Manufacturer narrative:
Customer returned (1) 1cc, 12.7mm syringe. Customer states that brown fm is on the needle. The returned syringe was examined and exhibited an orange tinted piece of material on the cannula shaft. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely polyethylene. A review of the device history record was completed for batch # 7009830. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications (B)(4) noted that did not pertain to the complaint. Based on the samples/photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Investigation conclusion: this fm likely represents what we call ¿(B)(6)¿. This is created when we move components from one line to another via the tube ¿pea shooters¿. This is a pressurized tubing transport system made of polyethylene plastic; as the components move through the pea shooters, occasionally small fragments of the plastic tube are stripped off and form this angel hair. In this case, it most likely found it¿s way into the shield and ultimately onto the cannula. There are various efforts within the plant to try and help reduce and hopefully eliminate this, however, it is an inherent portion of the process at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd plastipak¿ syringe there was foreign matter on the needle. There was no report of injury or further medical intervention.